Manufacturer narrative:
Correction to product code.

Manufacturer narrative:
Manufacturing telephone and fax numbers of (B)(4) are respectively, (B)(6). Please note that device reported is a trapease vena cava filter and for which the catalog and lot numbers are not currently available. Patient demographics including medical history were not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. As reported, an unspecified period of time after a trapease vena cava filter was implanted, the filter subsequently malfunctioned including perforation and tilt, that caused injury and damage to the patient. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional

Event description:
As reported in the legal brief, an unspecified period of time after a trapease vena cava filter was implanted, the filter subsequently malfunctioned including perforation and tilt, that caused injury and damage to the patient.

Event description:
Acoustic neuroma with gamma knife radiotherapy and hernia repair, seizure activity, atrial fibrillation, hyponatremia, pulmonary embolism, deep vein thrombosis (dvt) and wound infection

Manufacturer narrative:
According to the information received in the patient profile from (ppf), the patient became aware of the reported events ten years and one months post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, perforation of filter strut(s) outside the ivc, and tilt. The patient states that after placement of the filter, constant atrial fibrillation became a serious problem that could not be corrected with medication. The patient was unable to have a simple ablation procedure and needed to undergo a more complex surgery the patient¿s history includes a right acoustic neuroma with gamma knife radiotherapy and hernia repair, seizure activity, atrial fibrillation, hyponatremia, pulmonary embolism, deep vein thrombosis (dvt) and wound infection. During the implant procedure, the filter was placed via the right femoral vein between the l2 and l3 in the inferior vena cava (ivc). Post-deployment venogram revealed good placement without signs of tilting. The patient is reported to have tolerated these procedures well. The patient was discharged from hospital on long-term antibiotic therapy via a peripherally-inserted central catheter. Ten years and one month post implantation, the patient underwent an abdominal/pelvic CT scan that revealed a vena cava filter in situ with its superior tip 2.0cm inferior to the more inferior right renal vein. The filter was noted to have a slight with tilt with symmetrical tenting of the ivc wall by all six ivc struts at the midsection of the filter. No strut factures were identified. No definitive strut perforation was identified and there was no evidence of ivc thrombosis. A review of the previous CT scan noted that the superior aspect of the ivc filter was located at the inferior l2 vertebral body. Six prongs were noted to have perforated the ivc and the filter was noted to have titled.

Manufacturer narrative:
The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.